Manufacturer narrative:
Findings: pump received with no button response due to corroded keypad traces. Nobutton error alarm during testing noted. Unable to perform allfunctional testing including the displacement, operating currents, a21error test, rewind, basic occlusion, occlusion, prime/a33 and excessiveno delivery test due to buttons not responding. Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window and cracked battery tube threads.fl the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump was cracked at the reservoir tube threads. The drive support cap appeared normal and recessed. The blood glucose reading was not given. The insulin pump will be replaced and not returned for analysis.